Event description:
On april 23, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. It was reported that the patient had a short and angulated aortic neck (12 mm and at least 60 degrees). The proximal end of the trunk-ipsilateral leg component did not have good wall apposition and fell into the aneurysm sac. The patient was then converted open repair. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation and short proximal aortic neck. The gore excluder aaa endoprosthesis is indicated for patient's with a minimum aortic neck length of 15 mm and proximal aortic neck angulation of less than or equal to 60 degrees.